Event description:
The customer's father reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose reading was 323 mg/dl during the call. The father stated that the customer was sick all day and feels that this contributed to the high blood glucose levels. The infusion set was changed the night prior to going to the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.